Event description:
It was reported while using bd syringe oral/enteral non-sterile 50 ml the syringe was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: ¿ event date: august 25, 2023. ¿ product description: syringe enteral feeding sterile 60cc. ¿ vendor part #: bx305864. ¿ lot #: not recorded at the time of the event. ¿ event description: ¿when pulling the feeding syringe out of the nicu bedside refrigerator the top of the syringe cover and whole top popped off and cracked the syringe. Milk started to leak out (~2mls) of the syringe. Discard milk as per crack and potential of contamination of milk. The syringe never touched/made it to the patient. Milk was lost but crack was noticed before use.¿ ¿ has this defect occurred previously?: no. ¿ product sample / photos: no samples or photos available. ¿ next steps: no product return or exchange required at this time, but will advise if that changes.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd syringe oral/enteral non-sterile 50 ml. The syringe was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: event date: (B)(6) 2023. Product description: syringe enteral feeding sterile 60cc. Vendor part #: bx305864. Lot #: not recorded at the time of the event. Event description: ¿when pulling the feeding syringe out of the nicu bedside refrigerator the top of the syringe cover and whole top popped off and cracked the syringe. Milk started to leak out (2mls) of the syringe. Discard milk as per crack and potential of contamination of milk. The syringe never touched/made it to the patient. Milk was lost but crack was noticed before use.¿ has this defect occurred previously?: no. Product sample / photos: no samples or photos available. Next steps: no product return or exchange required at this time, but will advise if that changes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.